Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 377860, lot# v006975, implanted: (B)(6) 2006, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient is having a revision done on the lead because its position is irritating the patient. One of the leads wouldn't go all the way into the extension and the 3 contact is caught in the operative room. The healthcare professional (hcp) lined up the contacts to make the leads conform; however, there would be an open circuit for the electrode that isn't connected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.